Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31817276 number, and no internal actions related to the malfunction were identified. Artery dissection is a known potential complication associated with the cereglide42 intermediate catheter and is mentioned in the instructions for use (IFU) as vessel dissection. There was no alleged quality issue related to the used device, as the device performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. The treating physician noted that the lesion seemed to be stenotic (not a soft thrombus) and that the catheter tip may have caught on the stenotic segment. No device malfunction was reported, although it was speculated that unintentional forward movement of the catheter during advancement may have contributed to vessel injury. Based on the available information, the event appears consistent with mechanical vessel injury in the setting of underlying vascular stenosis. Angiographic extravasation was observed and balloon tamponade was required to achieve hemostasis and preclude further patient complications. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿ with an awareness date of 12-feb-2026. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that a 144cm cereglide 42 catheter (nic42144c/ 31817276) was used for a mechanical thrombectomy procedure to treat an occlusion at the proximal m1 segment of the middle cerebral artery (mca). During the procedure, the user reported extravasation occurred when attempting to advance the cereglide42 catheter to the target lesion. Hemostasis was achieved using a pta (percutaneous transluminal angioplasty) balloon, and the procedure was completed. The physician commented that ¿the occlusion seemed to be stenotic lesion (atbi) rather than a thrombotic occlusion, and the tip of the cereglide42 might have caught on the stenotic segment. Because the cereglide42 has high advancement, unintended forward movement might have caused an arterial dissection. The vessel diameter of the proximal m1 segment was measured and an appropriate catheter (cereglide42) was selected accordingly.¿ there was no change in the patient¿s post-procedure condition. A continuous flush was maintained. Other concomitant devices were a trak microcatheter (stryker), an 8fr balloon guiding catheter (unspecified brand), a 0.014 guidewire (unspecified brand), and an 8f sheath (unspecified brand). The event was initially reported as such, ¿the procedure was a mechanical thrombectomy of proximal middle cerebral artery (mca) m1 occlusion to treat cerebral infarction. The devices were used according to IFU. After inserting an 8f sheath via the right femoral artery, an 8fr balloon guiding catheter was advanced and placed in the internal carotid artery proximal to the lesion (not specified whether left or right side). After a 0.014 guidewire was inserted into the trevo track21 microcatheter, they were inserted into the cereglide42, and the system was advanced to the proximal mca lesion. After crossing the occlusion with the track21 microcatheter and 0.014 guidewire, when attempting the cereglide42 to follow them, extravasation occurred. Hemostasis was achieved using a pta balloon, and the procedure was completed. The physician¿s comment: the occlusion seemed to be stenotic lesion (atbi) rather than a thrombotic occlusion, and the tip of the cereglide42 might have caught on the stenotic segment. Because the cereglide42 has high advancement, unintended forward movement might have caused an arterial dissection. The vessel diameter of the proximal m1 segment was measured and an appropriate catheter (cereglide42) was selected accordingly. Post-procedure changes in the patient: there was no change in the patient condition. Continuous flush was done. The lesion was proximal middle cerebral artery m1. Other concomitant device was trak microcatheter.¿